Event description:
Surgeon spoke to the product development engineer regarding a problem removing a rigid extension arm from the cmf distractor. It is reported the outer sleeve disengaged as designed but the inner sleeve would not disengage right away. The product development engineer suggested the surgeon push the arm in the direction of the etching on one end of the arm and the inner sleeve. Surgeon was then able to get the arm off following this suggestion.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device is used for treatment, not diagnosis.